Manufacturer narrative:
Insulin pump received with severely scratched lcd window, broken belt clip slot, missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip. Pump passed the displacement. The test infusion set and reservoir does not lock into place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack in case on display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.